Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser tone was not heard while firing. Additional information has been requested.

Manufacturer narrative:
Additional information provided. The company service representative examined the system and the reported event was confirmed. The nonconforming laser tone speaker was replaced. The system was then tested and met all product specifications. The system was manufactured on november 3, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause can be attributed to the nonconforming laser tone speaker. The manufacturer internal reference number is: (B)(4).